Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, the snare would not extend from the sheath. The device was removed from the patient and tested, but still would not extend. Another sensation snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Product analysis revealed the handle cannula to be detached; therefore this is now a MDR reportable event.

Manufacturer narrative:
The investigation results of handle cannula detached. Visual evaluation of the complaint device found the handle cannula to be detached from the handle. A functional analysis could not be performed due to this damage. A dimensional inspection found the active cord insert and active cord connector to be within specification. The complaint was confirmed; the handle cannula detachment would prevent the snare from extending from the sheath. It is most likely that this defect occurred due to improper insertion of the handle cannula into the insert component; or improper application the torque screw driver, resulting in incomplete threading of the connector within the insert. Therefore, the most probable root cause for this event is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.